Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens had to be explanted. No reason was given. Add'l information has been requested.

Manufacturer narrative:
The product was returned for analysis, and showed signs of handling. One haptic was bent-distal area. No other damage was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. Add'l information was requested 10/11/2007 and 10/23/2007 by phone, mail and fax. A completed questionnaire has not been returned.